Event description:
It was reported that the patient had a left sided facial droop and weakness in both the left upper and lower extremities. The ventricular assist device (vad) coordinator instructed the patient to go to the nearest hospital. The patient was evaluated for a possible stroke, including a computed tomography (CT) scan of the head. The patient was transferred to the implanting facility for further treatment. In the emergency department at the implanting facility, the patient was noticed to have a facial droop at the left corner of the mouth, a strength of four (4) out of five (5) in the left lower extremity and normal strength in the other extremities. The patient's vital signs were all within normal parameters and his anticoagulation therapy was adequately controlled. The patient was admitted to the hospital. The neurology service was consulted and reportedly stated that the diagnosis was consistent with a stroke with localizing to either the right cortical or subcortical structures, based on the patient's clinical history and exam. The patient was continued on the anticoagulation therapy while in the hospital. The patient continued to improve and the symptoms reportedly resolved. The patient was discharged to home on (B)(6) 2014 with physical and occupational therapy and assistance from the visiting nurse association (vna). Anticoagulation therapy was continued after discharge. The device remains implanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including stroke, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Based on the patient's past medical history, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Etc. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.